Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Requests for additional investigational inputs were conducted. Medical records were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient contacted depuy stating they had several revision involving depuy components. The patient's medical records were received. Records indicate the patient was revised to address a fractured femoral stem. Upon revision it was found the patient's distal aspect of the stem was fractured and the proximal aspect of the femur was still well fixed and porous ingrown. Upon revision of the femoral stem an intraoperative fracture ensued due to the extensive porous ingrowth of the proximal stem. The proximal aspect of the femur was cabled. The patient's femoral stem is being reported for being fractured.